Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse performed all tests and discovered that the drive manifold test failed. To address the issue, the fse replaced the pneumatic module assembly and the drive manifold assembly. The fse then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The name of the event site in block e1 has been abbreviated due to field character limit; (B)(6).

Event description:
It was reported that during a routine check performed by the customer prior to use, the cardiosave intra-aortic balloon pump (iabp) display an "auto-fill failure" message on the screen. This complaint is considered an out of box (oob) failure. There was no patient involvement and no adverse event was reported.